Event description:
It was reported that pump vibration did not work even though sound and vibration settings were turned on. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer followed instructions from technical support to test alert vibration, was unable to get vibration to work, and received replacement pump while continuing to use current pump until replacement was set up, with instructions to transfer pump settings, reconnect continuous glucose monitor, place malfunctioning pump in storage mode, and return it using prepaid label.